Event description:
It was reported that after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer observed biological contamination of the media. This event occurred 5 time(s). Suspected erroneous results were reported to a hospital doctor. Patients were not treated based on erroneous results. The following information was provided by the initial reporter: "after culturing the bottles and further differentiation, the customer detect aerococcus viridans in several bottles. They found this bacteria in different bottles from different lots. Customer suspect a contamination of the bottels with aerococcus viridans., were any suspected erroneous results reported to healthcare provider? ¿ yes, the lab informed hospital doctor were any patients treated based on the erroneous results? - no - any other patient impact? - no.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot # 1306899. Expiration date08/31/2022. Device manufacture date 11/02/2021. Lot #2026669. Expiration date11/30/2022. Device manufacture date 01/26/2022. Lot # 1321571. Expiration date 08/31/2022. Device manufacture date11/17/2021. Lot #1355725. Expiration date 10/31/2022. Device manufacture date 12/21/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot numbers and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used.

Event description:
It was reported that after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer observed biological contamination of the media. This event occurred 5 time(s). Suspected erroneous results were reported to a hospital doctor. Patients were not treated based on erroneous results. The following information was provided by the initial reporter: "after culturing the bottles and further differentiation, the customer detect aerococcus viridans in several bottles. They found this bacteria in different bottles from different lots. Customer suspect a contamination of the bottels with aerococcus viridans.", "were any suspected erroneous results reported to healthcare provider? ¿ yes, the lab informed hospital doctor", "were any patients treated based on the erroneous results? - no - any other patient impact? - no".